Event description:
It was reported that the lead exhibited less than 200 ohms impedance in both configurations. Bipolar sensing thresholds were at 3.2 mv. The lead would be monitored through clinical follow-ups.

Manufacturer narrative:
No medwatch form was received.